Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2012. The revision surgery was a result of infection. In the revision surgery, the femoral component, the tibial locking bolt, the tibial insert and the tibial baseplate were replaced. The tibial insert was revised from a 5 x 11mm to a 5 x 10mm and the baseplate, femoral component and retaining bolt were revised to new implants of the same size.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.